Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown surgery to treat a distal clavicle fracture with a handle for torque limiter, stardrive screwdriver shaft and a torque limiting attachment were all in question. During surgery, the surgeon could not rotate the assembled devices neither forward nor backward when the surgeon tried to insert an unknown locking screw. Thus, the surgeon inserted the two (2) screws without torque limiting attachment with another handle. There was no surgical delay reported. Patient status and surgical outcome were unknown. The surgeon commented that he felt as if the handle did not engage with the torque limiting attachment properly. Concomitant device reported: locking screw (part unknown, lot unknown, quantity 2). This report is for a handle for a screwdriver shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 314.453. Lot: l364903. Manufacturing site: hägendorf. Release to warehouse date: 12.may 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. The received handle and torque limiters are in a used condition with slight scratches and impression marks. The screwdriver tip is worn. Functional test: a functional test together with product development (sustaining engineering) was performed. The returned handle and torque limiter passed the functional test successfully. Only the screwdriver tip is worn and thus it could not grasp the demo screws as intended. Dimensional inspection: as this investigation is focused on the functional issue and this was covered through the functional test performed. Therefore, no measurements of the features are required. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the handle and torque limiter is rated as not confirmed since the articles have passed the functional test as described above. Based on the worn screwdriver tip, only the screwdriver will be rated as confirmed. With the provided information, we are not able to determine the exact cause of this complaint. The damage at the tip indicates that a mechanical overloading situation (beyond the specified torque limit) during screw insertion or simply regular wear is most probably the reason for the deformation of the tip and consequently for the complained issue. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. PMA/510k: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is april 3, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.